Manufacturer narrative:
Per a good faith effort (gfe) response, it was confirmed that the customer rebooted the device which resolved the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during set up of the device by the nurse on duty preparing to perform non-invasive respiratory ventilation treatment for a patient, it was observed that there was an error of primary alarm failure, so she temporarily stopped using and replaced the ventilator of another model. The incident did not cause harm to the patient. It was reported there was no patient involvement at the time the issue was discovered as it was during set up. The investigation is ongoing.